Event description:
This is a report of a patient who experienced a breach in aseptic technique that resulted in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was further described as the patient forgot to use the minicap to protect the open line when he got up in the middle of the night with stomach pain. The patient was treated with unspecified antibiotics and recovered from the peritonitis. No further information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.